Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery due the patient being unconscious. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was multiple counting of the patient's ECG signal and oversensing of low amplitude cardiac signal. The multiple counting and oversensing satisfied the detection algorithm's rate detector. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event. The patient had a myocardial infarction and sudden cardiac arrest and was admitted to the ICU. At 02:06:38 the patient was in vt at 130 bpm (below the prescribed treatment threshold of 150 bpm). The patient subsequently degraded to asystole. The lifevest delivered a treatment during asystole at 02:09:28. The post-shock rhythm was asystole with intermittent cardiac activity. Multiple counting and oversensing of low amplitude cardiac signal contributed to the inappropriate detection. The lifevest was shutdown at 02:09:55. The patient remained in the hospital and was sedated following the event. The patient's physician decided that the patient would continue to wear the lifevest.